Event description:
It was reported that during a laparoscopic urological procedure, the jaws could not be opened after the firing trigger was grasped. The device was used on the blood vessel at the 4th firing. Another device was used to clip the both sides of the jaws, and the case was completed. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.